Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.6.0) installed on samsung galaxy s21 (android 14) with mmt-1885 780g pump (software ver. 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough initial investigation, we have found that the main reason for failed connection attempts was supervisor_timeout errors thrown by os, supervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise. The issue was confirmed via logs. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively. Could you please try the following workaround to fix the issue if still present? 1. Settings > general > iphone storage > minimed mobile > delete app. By performing this step the customer will remove all the cached information related to the app. 2. Remove the pump from the ios bluetooth settings. 3. Restart the phone. 4. Install the minimed mobile app. 5. Wait 10 minutes. 6. Open the app and attempt pairing again. 7. If issue is not resolved, wait 15 minutes and try all steps again. Additional recommendation steps from dev. Could you please try next steps: 1. Clear data of bluetooth app: settings, apps, manage apps, find and tap on bluetooth app, clear data. 2. Reset network settings: settings, connection & sharing, reset wi-fi, mobile networks, and bluetooth, reset settings. 3. Disable battery optimization for mmm app: long tap on mmm app icon, app info, battery saver, no restrictions. 4. Try to pair the pump and device, do not leave the pairing screen during the pairing process, do not forget to accept the bonding dialogs (may appear twice). Each of 2 confirmation notifications will be present on the device screen during about 5 seconds and after that period system will hide notification. But it still can be found in the notifications shade by swiping down from the tp of the screen. User has 30 seconds in total to confirm 2 notification prompts. Ask user does the bonding dialogs was shown on pairing attempt. 5. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby), helpline did not shared feedback on the recommendation shared, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.